Event description:
As reported: "orif for pelvic fracture. Drill fractured during drilling."

Manufacturer narrative:
The reported event could be confirmed based on the device inspection. The device inspection revealed the following: the drill is broken at its tip. The detached fragment was not returned. The breakage area shows signs of a ductile fracture: a fibrous and irregular surface, as well as plastic deformation and rounded edges. In addition, the cutting flutes near the edge of the device appear slightly worn out and blunt due to previous uses, which may have necessitated an increase in torque during use. Therefore, the event was most likely caused by excessive torque and bending during use, ultimately leading to the breakage. Furthermore, relevant dimensions were measured and were conforming to specifications. In addition, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The event was caused by excessive torque and bending during use. If more information is provided, the case will be reassessed.

Event description:
As reported: "orif for pelvic fracture. Drill fractured during drilling."

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.